Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with a surgical light- lucea 100. As it was stated, the arm was cracked. There was no injury reported however , we decided to report the issue in abundance of caution as any part falling into sterile field or during surgery might cause a contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. According to the information provided by sales and service unit, the issue was discovered during routine check of the room. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
On (B)(6) 2018 getinge became aware of an incident with a surgical light - lucea 100. As it was stated, the arm was cracked. There was no injury reported however , we decided to report the issue in abundance of caution as any particles falling into sterile field or during surgery might cause a contamination. It was established that when the event occurred the surgical lights did not meet its specification due to cracks on fork¿s paint and it contributed to the event. Device was not being used for the patient diagnosis nor treatment when the issue occurred. The possible root cause of the issue is related to improper usage, a most probable cause of this breakage is an excessive torque between the fork and the spring arm. Given the circumstances and the fact that this is single case we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet (B)(4). Exemption # e2018005 (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturers reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).